Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 2.1. Date: (B)(6) 2011, inratio2: 1.0, 1.5. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.